Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The ventilator's software was re-loaded to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator's software was reloaded to address a ventilator inoperative alarm condition. The device's machine flow sensor was returned to the manufacturer's product investigation laboratory for additional evaluation. During the evaluation the component failed test steps during testing. The flow sensor was found to be contaminated.